Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation can not be performed. We will, however, continue to monitor and trend this type of event to ensure that there is no compromise to quality. A lot history record review could not be completed for the reported product since lot number is unknown. Items marked "ni" are unknown to us at this time. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, two heartstring iii seals failed to deploy. A replacement unit was used to complete the procedure. The hospital did not report any patient effects. Products are not returning as they were discarded. Refer to MFR report numbers 2242352-2011-01768 and 2242352-2011-01769.